Event description:
The customer contacted stryker to report that their device display a solid white screen. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's user interface pcb, and the system pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Stryker further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to an electrically shorted capacitor, designator c181.

Manufacturer narrative:
Due to unavailable information, section e1, initial reporter phone, was left blank.stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device display a solid white screen. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.